Event description:
A ventilator was sent back to the manufacturer for routine preventative maintenance. Upon evaluation of the device, it was determined that the obm and system pca (circuit board) required replacement due to malfunctioning components. Additionally, the air foam inlet filter and particulate filter were replaced as part of the scheduled 4-year preventive maintenance procedure.